Event description:
This will be filed to report a clip that failed to establish final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and flail. The first clip (30104r1097) was advanced and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip would continuously open. Therefore, the clip was removed and replaced. A second clip was inserted and successfully deployed without issues. To further reduce mr, a third clip (21223r1098) was inserted and grasping was performed. However, it was noted that grasping and capturing of the leaflets was difficult. Due to this, the clip was not implanted and removed. Upon removal, mr returned to a grade of 4 and a chordal rupture was suspected. A fourth clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device listed in b5 is filed under a separate medwatch report.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause reported unintended movement associated with the efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.